Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. The fse performed a preventative maintenance. The vacuum pump oil and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 04/06/2016.

Event description:
A customer reported an event of a odor emitting from the sterrad® nx sterilizer. One healthcare worker (hcw) experienced a headache. The hcw did not seek or receive any medical attention/treatment and is reported to be back at work. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Method: materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to odor/smells to be "low." No parts were returned for functional analysis. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.